Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. A service history review revealed no previous service events that were related to the reported condition. A review of manufacturing records revealed the device has been refurbished/serviced since its original manufacture date and the device is no longer in its original manufacture condition. Therefore, no manufacturing issues related to the reported condition were identified. The label review found the labeling adequate for the prevention of the use error in this complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a high drain 101 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice (hc) at the end of therapy. The technical service representative (tsr) reviewed the programming. The programming was for continuous cycling peritoneal dialysis with a total volume of 12000ml, a fill volume of 2000ml, and a last fill volume of 2000ml. The tsr reviewed the therapy log. The initial drain volume equaled 24ml. The total ultrafiltration (uf) equaled 2494ml. The cycle 5 uf equaled 83ml, the cycle 4 uf equaled 61ml, the cycle 3 uf equaled 136ml, the cycle 2 uf equaled, and the cycle 1 uf equaled 2127ml. The tsr reviewed the initial drain alarm and it was set to 0ml. The tsr explained the problem. The rn stated the patient had no complaints during therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) rn on (B)(6) 2012, regarding the high drain 101 alarm. The pd rn stated she was not aware of the alarm and that as far as she knew the patient has been continuing therapy on the cycler successfully. Product surveillance explained the reported event and informed the pd rn that the last fill volume was set to 2000ml while the initial drain alarm was set to 0ml. The pd rn stated she would review the initial drain alarm. No patient injury or medical intervention was reported. No allegations were made against any of the patient's dialysis products.